Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by a surgeon at the account that the monitor is not displaying anything but the green led light, this was confirmed during a service inspection. There was no known associated procedure or patient impact. No delays were associated with the event.

Event description:
It was reported by a surgeon at the account that the monitor is not displaying anything but the green led light, this was confirmed during a service inspection. There was no known associated procedure or patient impact. No delays were associated with the event.